Manufacturer narrative:
A philips service engineer evaluated the system and confirmed a foot switch issue. The foot switch and base station were replaced, and connection established. Configuration was checked. The system corresponds to the manufacturer's specifications in the tests performed and is ready for clinical use. The investigation has not yet been completed.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the wireless footswitch was not working during a planned non-emergency procedure/treatment. The procedure was completed using the wired footswitch. Per the information collected, the battery indicator was green, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after replacing the wireless footswitch with the base station. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (z-0476-2022). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch had problems, and cannot be used. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.